Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced coupling and/or communication issues with the recharger. An overdischarge of the pt's implantable neurostimulator was suspected. The pt had not used the device system for over one year. It was believed that this was the second overdischarge of the device. It was later reported that a physician mode recharge (pmr) had been performed in the past. The pt performed another pmr at home. The pt met with the manufacturer representative on (B)(6) 2011. A power on reset (por) was cleared and an end of service/end of life (eos/eol) message was, then, encountered. No pt symptoms or outcome were provided. A follow-up report will be filed if additional info becomes available.